Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated recurring alert 42 indicating a motor current sense failure, persisted after multiple restarts, and the device was replaced; the user was advised on shutdown, data not transferring to the replacement, continued cgm use, and return logistics. Symptoms included hyperglycemia for approximately 30 minutes without ketone testing, medical intervention, or additional assistance. Outcomes included temporary disruption of insulin delivery and replacement of the device. Investigation included collection of device history and return of the original device for analysis. Investigation of this device revealed a malfunction consistent with an insulin delivery motor current sensing failure within the pump mechanism. It was concluded that the cause was a device component malfunction of the motor current sensing circuitry.